Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (lot f1426106) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4).

Event description:
The following information was reported: the sealant jammed and was pulled out with the device. Manual compression was held for 20 minutes. Procedure: peripheral intervention stick location: common femoral vessel size: 5-7 mm.